Event description:
After temporarily removing a patient from the model 3100a for routine suctioning, the operators could not get the 3100a to re-pressurize. The patient was switched to another 3100a without compromise.